Event description:
It was reported to boston scientific corporation that a endovive low profile balloon replacement was used during an enteral feeding tube replacement procedure performed on (B)(6), 2009. The feeding device was placed in the pt 5 days prior to this event. The pt has required enteral feeding for 3.5 years, and has the feeding device replaced every 3 months. The pt had a bath and was dressed by his caregiver at her home. The pt wears a binder over the feeding tube, which was placed as he was dressed. Per the caregiver, nothing from the device was pulled on. Approximately 15 minutes after the pt was bathed, they heard a pop. They went to check on the pt and they noticed that the feeding tube had popped out of the pt's stomach. Upon observation, they could see a slit in the side of the balloon approximately 1/4 of an inch in length. They taped the tube back inside the pt so the stoma site would remain open. The pt was taken the emergency room. The hospital did not have the device on hand, however, the hospital located a device at one of the doctors offices in the hospital. It was the same exact device used by the pt. They replaced the device in the emergency room. The pt did not require any anesthesia. They placed the new device inside the pt, inflated the balloon, and the device is working fine. Per the caregiver there is no redness around the stoma site, no discharge, no drainage; the opening looks perfect.

Manufacturer narrative:
The device has not been received for analysis. If the device is received, a failure analysis of the complaint device will be performed, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).